Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a rotatable snare was used during a polypectomy procedure in the large intestine on (B)(6) 2012. According to the complainant, during the procedure, it was noted that the sheath was damaged approximately 20cm from the handle when the device was removed from the package. When the handle was actuated the loop would not extend from the sheath. The device was put to the side and another rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: the complaint device was visually inspected and it was noted that the flare was detached, there was a kink in the catheter near the strain relief, and the key tube was outside the "dongle" assembly. A functional analysis could not be performed due to the flare detachment. The complaint was confirmed; the detachment of the flare likely resulted in the 'damaged' appearance described by the customer. The flare detachment also accounts for the reported inability to extend the snare loop. Manipulation of the device during preparation likely produced the kink found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach and the key tube to dislodge; therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rotatable snare was used during a polypecomy procedure in the large intestine on (B)(6) 2012. According to the complainant, during the procedure, it was noted that the sheath was damaged approximately 20cm from the handle when the device was removed from the package. When the handle was actuated the loop would not extend from the sheath. The device was put to the side and another rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4) the reported event of sheath damage prior to use. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.